Event description:
The nurse assisting a (B)(6) male pt called in to zoll lifecor customer support to report that the pt's belt was not staying connected to the monitor. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt (B)(4) has not yet been completed. The reported problem (connector will not stay latched) has been confirmed. As received, the electrode belt was found to have a defective connector. The top half of the belt connector was separating from the bottom. The root cause analysis is currently underway. A supplemental report will be submitted upon completion. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.